Event description:
The customer reported an elevated troponin I (access accutni+3) result for one (1) patient involving the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample in question on the same unicel dxi 600 access immunoassay system and obtained a similar elevated result that was within the same clinical category. The patient then had additional accutni+3 testing performed later the same day and the customer obtained lower results within the normal reference range. The customer reanalyzed the original sample on the same unicel dxi 600 access immunoassay system and obtained a significantly lower result that was still above the normal reference range. There was a report of a change in patient treatment associated with this event as the patient was admitted to the hospital in association with the elevated troponin I (access accutni+3) results obtained. Quality controls (qc), calibrations and system check parameters were recovering within expected ranges at the time of the event. The patient's samples were collected in lithium heparin plasma tubes and were centrifuged for five (5) minutes at 3,500 rpm (revolutions per minutes). The customer noted that the initial sample appeared to be "hazy".

Manufacturer narrative:
The customer did not supply the patient's weight. Service was not dispatched. There is no evidence that the access accutni+3 reagent was returned for evaluation. There was no evidence of a system malfunction as all system parameters were within assay/instrument specifications. The customer noted that the sample in question was "hazy". In conclusion, a pre-analytical sample issue is the likely cause of the erroneous accutni+3 results obtained by the customer.